Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s housing being damaged was confirmed. The returned mpu (serial number (B)(6)) was received at the european distribution center, and damage to the mpu¿s housing was observed upon arrival ¿ the bottom housing near the v-lock, as well as the battery door near the screw, were observed to have small cracks in them. The mpu was functionally tested and was found to perform as intended. The mpu¿s bottom housing and battery door were replaced with new components. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the mpu was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 26feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had a damaged bottom cover neat the v-lock and damaged door near the screw. There was also damage on the patient cable (rubber not fitting on connectors). The motherboard also had a loose component.